Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/30/2013 with the following findings: evaluation revealed moisture corrosion in the battery compartment. The pump failed a leak test due a crack between the display lens and the case seal. The battery compartment threads were stripped and the o-ring was missing. The battery cap was not able to tighten to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a crack in the pump. The battery cap had stripped threads and the o-ring was missing. There was moisture corrosion found in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/30/2013.